Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review was requested.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported. Patient who received a harvesting for bone graft with a reamer head complained of pain, date unknown. A CT scan was completed and showed an iatrogenic fracture. The fracture was treated with an intramedullary nail on (B)(6) 2012.

Manufacturer narrative:
This device is used for treatment not diagnosis. A review of synthes device history records for this lot revealed the 13.5mm reamer head ria was inspected to the synthes incoming final inspection sheet. The product conformed to all requirements.